Event description:
Device malfunction: filter entangled with stent. Time of malfunction: during procedure. Symptoms/ae: none. During a right internal carotid artery stenting procedure, and after stent placement, the cook shuttle sheath prolapsed, pulling the open filter down from its parking site, resulting in stent entanglement. An attempt was made to push the emboshield back to its position using the stent shaft without success. The cook sheath was pushed upwards freeing the filter, and the filter was removed without difficulty using the retrieval catheter. There was no adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. The device reported is an abbott international product which is the same or similar to a device that is marketed domestically.